Event description:
The customer initially called to requested a replacement insulin pump. Then, the customer's friend took the phone and reported that the customer was acting strange. Found that the customer's blood glucose reading was 485 mg/dl. The customer's friend called the paramedics at that time. Advised the friend to have the customer call back for troubleshooting as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.